Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0039925r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was ¿showing signs of erosion¿ through the skin. The pump was replaced and the new pump was placed approximately half an inch under the muscle to prevent erosion.